Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient received shocks for what appeared to be ventricular tachycardia. The rhythm was not converted and further shocks were delivered. Atp was also unsuccessful sometimes in terminating the rhythm. Dft testing was performed successfully and the device was reprogrammed. The patient was in stable condition afterwards.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received ineffective atp therapy. The patient appropriate shocks for ventricular tachycardia. Programming changes were made. The patient was in stable condition afterwards

Manufacturer narrative:
Correction: manufacturer report (B)(4), should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
Correction: manufacturer report 2938836-2015-30924, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).